Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture in its previous location. Subsequently, this ra lead was surgically repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.